Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint re-opened, and a manufacturing record evaluation was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: differently from the complaint description, the involved item has been returned assembled in its components. No broken parts identified. Both components have been investigated and no visual defect manufacturing related have been identified. The returned parts were re-inspected for all the features pertinent to the complaint condition. The relevant features for both the plate and the spacer were in specification. The two components can be easily and correctly reassembled by hand after the inspection: this indicates the absence of a functionality failure. Neither dimensional issue nor assembling issues were found. The returned item has been manufactured and then released in march 2017 according drawing referred above. No nonconformances or document change have been identified which may be related to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, concomitant device added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows:it was reported that on (B)(6) 2019, during an unknown procedure a variable angle zero-profile cages was applied with the use of the appropriate instruments but was detected intraoperatively that the unknown plate has loosen from the cage, nothing broken off. The surgeon interpreted the milled notch as broken, due to the uncertainty took an unknown medtronic implant instead. In the x-ray, it was recognized that the lower edge broke off and therefore so as the unknown screw could not be brought. The variable angle zero-profile was inserted under normal distraction without excessive force, not hammered. The cage was removed, brought a new cage together with an unknown plate from the stock of the facility. There was a surgical delay of 20 minutes reported due to the opening of a new case and implantation. There was no harm to the patient reported. Concomitant devices reported: screw (part#unknown, lot#unknown, quantity#unknown). This complaint involves (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the narrative could not be confirmed from the provided picture. Due to the quality of the picture the reported problem could not conclusively be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.647.136s. Lot: l348583. Manufacturing site: mezzovico. Release to warehouse date: 17.mar.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.